Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance test and sensor passed per specifications. Also performed bicarbonate buffer test and sensor failed per specifications due to low readings.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 201 mg/dl and the sensor glucose was 74 mg/dl at the time of the incident. The customer stated that sensor reading were low with 74 mg/dl and threshold was suspend and blood glucose was 201 mg/dl . The customer also stated that they received calibration error, pump alarmed change sensor and sensor error. The sensor will be returned for analysis.